Manufacturer narrative:
The investigation consisted of review of submitted data, review of product historical data and product labeling. Review of product historical data and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. The low discrepant hgb result of 7.6 g/dl may have been the true hgb value. The hgb decreased from 9.1 g/dl at quest lab to 7.6 g/dl on the cell-dyn emerald one week later. Patient blood was drawn at different times and analyzed on different analyzers. Then cell-dyn emerald instrument performance was verified using a correlation study on 5 whole blood samples. All samples correlated well with quest and precision passed, so the instrument was performing as expected. In addition, the rbc parameter correlated with hgb during the patient runs. Based on limited patient information, the reason for the decrease in hgb over one week could not be determined. Since the instrument was performing as expected and rbc correlated with hgb, the possibility of the hgb value 7.6 g/dl being a true value for the patient could not be eliminated. Therefore, a product deficiency was not determined for the cell-dyn emerald instrument. A review of labeling concluded that the issue is sufficiently addressed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a cell-dyn emerald hemoglobin result of 7.6 g/dl was generated on (B)(6) 2017 for a patient sample that tested at 9.1 g/dl at a reference laboratory. No adverse impact to patient management was reported.